Event description:
Customer reports inconclusive results with jka positive pt and resolve panel a-8ra165. Surgiscreen lot 8ss250 cell #3 reacted 1+. Resolve panel a cells 1, 7 and 8 reacted 1+. No death or serious injury was associated with this incident.